Manufacturer narrative:
The monitor was manufactured january 1, 2009 and had an expiry date of (B)(6) 2014. Review of the manufacturing records support that the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report. Examination of the returned device was unable to confirm the customer¿s experience. Over 36 hours of testing was performed and the device passed all analysis with no issues noted for any reason. No physical damage was noted during the visual examination. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected; the monitor performed as expected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order when making decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a vigileo monitor displayed low cardiac output, cardiac index and stroke volume values during use. The expected values were 4 liters per minute; however, the monitor displayed 2 liters per minute. Therefore, the customer deemed the values questionable and did not consider them when treating the patient. No treatment was administered or withheld as a result of the displayed values. Troubleshooting was performed without success; the cables were exchanged but the issue persisted. There was no report of patient compromise and no other system-related devices were identified as suspect.